Manufacturer narrative:
Maquet cardiovascular received the device on 12/19/08. The hemopro device was received with the jaws in a closed position. Burn marks were noticed on the jaws. Maquet is performing a more detailed investigation. A supplemental report will be submitted when the investigation has been completed, and the final failure analysis has been received.

Event description:
During a sales training, the hemopro device self actuated and the jaws turned red. The jaws were opened and the toggle switch was in the off position. This is a device returned by the field meant for scrap that was converted to a demo unit for initial sales training and has been used multiple times. Another device was used to complete the training. There was no pt involvement.